Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
During preparation of a 3.5 x 23 mm xience alpine stent delivery system (sds), when removing the protective sheath and stylet, the stent dislodged with the stylet. The device was not used in the patient. Another 3.5 x 23 mm xience xlpine sds was successfully used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.